Event description:
The customer reported that when the surgeon was vacuuming the capsule during the I/a step of the procedure, a posterior capsule tear occurred. The surgeon speculated that there was a possible defect on the I/a tip. Add'l info has been requested.

Manufacturer narrative:
The customer stated that the event had occurred two or three weeks before. This would have made the event date in 2007. Investigation, including root cause analysis is in progress.